Event description:
A malfunction alarm with code malf 12 was reported, and the customer was assisted with resetting the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, and since the malfunction did not recur post-reset, the customer was advised that they could continue using the pump and to report any further issues.